Manufacturer narrative:
The events of lymphoma-alcl and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported "right breast larger and more uncomfortable", "lymphoma-alcl", "moderate amount of peri-implant fluid in the right". Histopathological markers are reported and specific (cd30 positive and alk negative) confirming alcl diagnosis. The event "small scattered cysts found by ultrasound exploration within the right breast tissue" is most probably hormone related, hence not related to the device. The device has been explanted. The device was found intact upon explant. Treatment: explant and capsulectomy.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and rupture.

Event description:
Patient reported for right side textured to smooth exchange and "inflamed, hard, uncomfortable". Healthcare professional later reported, ¿capsular contracture, implant rupture". The device remains implanted.